Event description:
It was reported that the insulin gauge was inaccurate. There was no adverse impact to the customer¿s blood glucose level. Tandem technical support assisted the customer in reloading the same cartridge, and the customer was advised to monitor the situation and follow up if necessary.